Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple auto-off alarms. There was no impact to customer's blood glucose level. During troubleshooting with tandem technical support, customer indicated that there had been no interaction with the pump for greater than 12 hours prior to the alarms. Customer indicated that the setting would be changed to 24 hours.